Event description:
The patient reported that while changing the cartridge of his new insulin infusion device for the first time, he noticed insulin pooled in the cartridge compartment. The patient was instructed to remove the cartridge. He stated the cartridge was not broken, cracked or leaky and the plunger in not stuck on the piston rod. The patient was educated on how to change a cartridge. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.